Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required replacement of the pump 2 pump head door. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pump head two door. The door was replaced. If any additional information is received, a follow-up will be sent.